Manufacturer narrative:
(B)(4). The returned catheter was tested for eeprom, carto, recalibration and transducer functionality. The results showed that this catheter was properly calibrated from manufacturing. During visual inspection upon the receipt of this device, it was found that the flex circuit had extra pin marks and the shaft was bent due to an excessive force; these findings are not related to the complaint description. The root cause of the reported event could not be determined. The device history record (DHR) could not be reviewed since the pertaining lot number was not provided. Complaint cannot be confirmed.

Manufacturer narrative:
Product analysis is still in progress. A supplemental report will be submitted upon completion. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). The customer was contacted by biosense webster field service engineer. The hospital ep lab staff does not consider the bwi equipment or catheters to be the cause of the patient incident. The customer declined system service. (B)(4).

Event description:
It was reported that while preparing to go transseptal during an afib procedure a pericardial effusion was noted on the ultrasound. Once a non-bwi cs catheter was positioned, the soundstar catheter was used to create a map of the la and veins. The soundstar catheter was advanced into the rvot and pa to rule out clot in the left atrial appendage. No clot was visualized. Before going transseptal the soundstar was placed in the rv to rule out pericardial effusion. There was no effusion. While preparing to go transseptal the patient moved on the table and "learn new" errors came up on carto. The physician decided to just re-draw the esophagus. While the soundstar was being repositioned to image the esophagus, a pericardial effusion was now developing. At this point, the patient remained stable and a pericardiocentesis was performed. The patient was admitted to the hospital for observation. The pericardial effusion was noted before the vitals changed. The patient's vitals remained stable throughout the procedure. The patient will be admitted to ICU for observation. A tee was performed the following day demonstrating no effusion. The patient recovered well and was discharged home.